Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was returned for evaluation. No product packaging was received so the lot number is not known. Two used gastropexy anchors, each with partial suture attached, were returned. The detached sutures lengths, with t-bar fasteners, were not returned. No root cause was identified. All information reasonably known as of 27 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The investigation remains in progress. All information reasonably known as of 10 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
All information reasonably known as of 07 jan 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with the same unit and involving the same patient. This is the second of two reports. Refer to 9611594-2020-00003 for the first report. It was reported that "a couple of days later [after surgery], the second thread [of the gastrointestinal anchor set] snapped. Now, additional treatment for setting anchors has not been performed yet. Additional information received 18-dec-2019 indicated that no medical intervention was warranted; "this medical case got a follow-up examination." Patient's current status was listed as "there is no problem with his condition." The second one [thread] snapped on (B)(6) 2019. For now, reoperation is not planned and this case got a follow-up examination. There is no medical intervention. He has not developed complications after the surgery and nutrient feeding has been performed with no problem.